Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0d0d7, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that a patient contacted her healthcare professional (hcp) office stating that the device was not working at all. It was hurting her, causing problems, and she didn¿t know how to turn it off. The patient had pain and her symptoms were returning. She still had to wear pads and was leaking since having the implantable neurostimulator (ins). When she first had the implant, the stimulation was too strong so it hurt her. When she went to sleep at night and lay down, it hurt her vagina and rectum and most nights she took sleeping pills because she didn¿t think she could sleep. This happened a bit when she would sit as well. Her blood pressure was also ¿sky high¿ and had been increasing to 250-180 for the last three or four months. Previously the patient never had high blood pressure. She had a few falls a month ago, her dog jerked her around and she fell to the ground. The ins was on program 4 at 1.7 volts. She turned it up to 2.3 volts, didn¿t feel it, increased to 2.7 volts and felt pain in the rectum so she dropped stimulation to 2.4 volts and there was still pain but she felt better. The patient¿s hcp said it was ok for her to change programs so she changed to program 3 at 1.9 volts and planned to try the program and see how it helped. The patient had turned the ins off for an unrelated MRI. Two weeks later, she couldn¿t seem to get it back on. She was able to turn the ins back on with assistance, could see the lightning bolt and feel stimulation, and the device was on program 3 at 1.6. She wasn¿t sure if it felt ok as she just turned it back on, but thought she was good for now. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.